Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No further information was provided.

Event description:
New information received indicates that programming changes were made. However, post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD).